Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand and customer¿s pump was included in field correction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.